Event description:
It was reported that intermittent cartridge alarms (alarm 1) occurred during basal delivery. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 100-150 mg/dl.